Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned receiver (part number stk-gl-pnk/serial number (B)(4)/lot number 5191127), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected, however, a review of the receiver data log confirmed the reported event of an intermittent out of range signal. The root cause was determined to be a hardware component failure.

Manufacturer narrative:
(B)(4). The complaint device wasn't returned, but the receiver that was used with the device has been received for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.